Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The downstream occlusion (dso) alarm was verified in the event history log. Functional testing was not able to duplicate the issue during dso sensor testing. The manufacturer representative replaced the dso sensor, dso bezel, and dso seal as a preventative measure.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.